Manufacturer narrative:
Based on the results of the investigation, the root cause of the damaged switch/inlet could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the subject device power switch was damaged in the front with a cracked cover and plastic cap torn off. Additionally, the ac inlet was cracked. There was no patient involvement.